Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® plus plastic whole blood tube there was an issue with erroneous results. It was stated ¿there were clotting and erroneous results.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® plus plastic whole blood tube there was an issue with erroneous results. It was stated ¿there were clotting and erroneous results.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of k2edta additive, and all tubes were found to contain k2edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the k2edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.